Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported: the peelaway sheath did not breakaway cleanly, leaving a fragment inside the patient, which had to be recovered by the PICC inserter. It was logged as a serious incident on the hospital's datix system however no harm caused to the patient. The reported defective disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a sheath. As received, the sheath was returned in four pieces. Both handles were detached from the sheath tubing. The device was forwarded to angiodynamics' supplier of this product for evaluation and root cause determination. The reported complaint description is confirmed. The root cause for the defect was determined to be a supplier manufacturing issue. Per the supplier's investigation: the mold does not fasten the tube adequately during the over-molding process, causing it to move down the core pin and does not create an adequate bond between the sheath and the handle. This non-conformance was not detected as current visual inspections performed during the molding operation includes all mold characteristics and magnification can be used when required. There is no clear visual aid showing defective samples (exposed hole and/or split). A retention fixture was validated and implemented as a corrective action. The visual aid showing a defective part will be posted in molding operations qualification of tube retention for all ptfe introducer part numbers. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).